Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, the scrub tech noted that a wire was sticking out of the pk dissecting forceps instrument. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was inspected under a digital microscope and no damaged wires/cables were observed. Failure analysis investigation found that one instrument grip one had an indentation on the edges. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.